Event description:
It was reported that the patient was presented in the hospital due to lightheadedness. The ventricular lead had dislodged and exhibited loss of capture. The lead was successfully repositioned on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.